Event description:
It was reported that a pt began to experience an increase in seizure in (B)(6) 2010 and would be referred for generator revision surgery as the device was suspected to be nearing end of service. The nurse practitioner who treats the pt believed the end of service may be premature, however, based on the patient's settings; the end of service projection appeared to be accurate. A different physician adjusted the patient's settings in order to prolong battery life and the patient's parents indicated that the setting change could have contributed to the increase in seizure activity. A copy of the flashcard will be sent to the manufacturer for further analysis. The pt underwent generator revision surgery and the explanted generator has been returned to the manufacturer. Product analysis has not been completed at this time. Good faith attempts to obtain additional info are currently being made.

Manufacturer narrative:
Review of programming/device diagnostic history.